Event description:
It was reported that during a stenting treatment procedure a shaft rupture occurred. The physician attempted to place a 2.75x12mm taxus element stent, but was unable to cross the lesion. A 'shaft rupture' was identified.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).